Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 26. Primary stability not achieved, implant surface not completely covered with bone, ridge augmentation and immediate extraction site. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.